Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient had the hiatal hernia prior to starting pd therapy. On an unknown date, the patient experienced worsening hiatal hernia. On an unknown date 2 months prior to receipt of this report, the patient was hospitalized and had a hernia repair. The cause of the hernia was unknown. At the time of this report the patient was recovering from the hernia event. It was reported pd therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).as the device was not returned, an analysis could not be completed. A review of the device history record and service history record was performed which did not reveal any issues related to the reported issue. The cause of the event could not be determined with the available information. Should additional relevant information become available, a follow-up will be submitted.